Event description:
It was reported that during the procedure in the severely calcified proximal to mid left anterior descending artery, pre-dilatation was performed three times at unspecified atmospheres. A 2.75x38 rx xience xpedition stent delivery system (sds) was advanced. Grinding was felt between the calcification and the sds. The physician continued to push the sds against resistance (due to the severe calcification) and the proximal shaft separated approximately 6 inches from the hub outside of the anatomy. The distal segment of the sds was simply withdrawn from the anatomy. Pre-dilatation was performed again and another same device was advanced successfully to the target site. The stent was deployed successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.